Event description:
On july 21, 2005, the lay user/reporter (patient's mother) contacted lifescan alleging power issues with two different one touch ultra meters. One of the one touch ultra meters was not turning on and the other one touch ultra meter shuts off before completing the countdown. The medical affairs specialist (mas) sent a letter on july 28, 2006 since the patient cannot be reached by telephone. The mas listened to the original call to obtain/verify the following information. The customer care advocate verified that the batteries were correctly installed and they were in good condition. The reporter stated that the batteries were replaced per the owner's manual and the meters have not experienced any trauma. The reporter stated that the patient went to the emergency room previously in 2006 and was treated with an IV (type unspecified). The reporter was unwilling to report if the patient had any symptoms at the time of concern and the details of the event or the emergency room visit. It would be helpful to obtain the following: when the power issues started, how long the patient was unable to test his blood glucose, if the patient made any recent adjustments to his diabetes care, the patient's diagnosis and treatment received from the emergency room, and if the patient was able to test his blood glucose after the emergency room. Based on the provided information, the patient was unable to test due to the power issues and went to the emergency room where the patient received an IV treatment. The power issues were unresolved with troubleshooting over the phone. The meters were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.